Event description:
It was reported via legal documentation approximately (B)(6) 2011, patient underwent left total knee replacement surgery where she was implanted with a recalled optetrak polyethylene tibial insert and approximately 30 months after in approximately(B)(6) 2013, patient underwent left total knee revision surgery and was implanted with a second recalled optetrak polyethylene tibial insert. The patient has experienced prosthesis wear, loosening, balance problems, ambulation or postural difficulties, discomfort and pain. No further issues or complications were reported. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2023-00598 section d6a: implanted date - patient's exact implant date not available; however, patient was initial implant was on (B)(6) 2011 section d6b: explanted date - patient's exact explant date not available; however, patient revision was on (B)(6) 2013. D10 concomitant products: - knee item-misc (cat# 200-00-00) - logic tibia traptray cem sz 3f/2t (cat# 02-012-41-3020 / serial# (B)(6) - 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(6) - 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial#(B)(6) - logic femoral ps cem left sz 3 (cat# 02-010-01-0230 / serial# (B)(6) - tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6) - holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(6) - fluted stem extension 11l x 12 mm (cat# 204-32-01 / serial# (B)(6) other non-exactech components g4: 510k is unknown due to specific device not reported multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00598 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, d6b, h4, h6. MDR section codes updated/corrected: a, b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.